Event description:
Procedure type: tep. According to the reporter: nurse has informed me that balloon inflated, but would not deflate after they used it. They made incision larger, and was able to pull it out. Patient outcome: normal. Number of patients involved: 1. (Additional info requested via email). Was the incision extended by 1 inch or more: no. What procedure was performed: tep hernia repair. Was operating room time extended beyond 30 minutes: no.

Manufacturer narrative:
(B)(4). Date of initial report sent: 04/25/2014.